Manufacturer narrative:
(B)(4).final analysis found excessive medical adhesive on the set screws which prevented the torque wrench from engaging.

Event description:
It was reported that during normal generator change procedure, the set screw on the pulse generator was stripped and could not be loosened. The physician noted that the wrench was spinning in the screw. The device was explanted and replaced. The patient was in stable condition post operation.